Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number (B)(4). Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During the evaluation, fse confirmed the error on the printout. The customer replaced the sample loop but the low total areas have continued with less frequency. Fse then cleaned the injection and rotary valves. Fse verified precision with whole blood samples 20 times and total areas were within normal range. Fse completed calibration and quality control (qc) was in range. The g8 instrument was operational. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: 1.8 limitations of the procedure. Total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. Chapter 6 troubleshooting states: 200 area low error three successive results below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported event was due to dirty injection and rotary valves.

Event description:
A customer reported getting 200 area low error messages on both quality control (qc) and patient samples with the g8 instrument. Technical support (ts) advised the customer to replace the sample needle but it did not resolve the low total area issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.